Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated had gone through 6-7 tubing sets and reservoir but still getting no delivery alarm. Troubleshooting was done. Customer's blood glucose was 392 mg/dl. The insulin pump did not alarm no delivery during the troubleshooting. Advised the customer the insulin pump is working as designed. Customer still requesting insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.